Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history identified 5 similar complaints. Tested 5x retained devices with negative standard. All devices yielded valid and accurate negative results at the 10 minute result read time. Root cause: could not duplicate with retains. Source: social media.

Event description:
Consumer reporting false positive sars results. It is unknown if the consumer was symptomatic or how many tests were taken. The consumer communicated the result was confirmed negative by molecular (pcr testing).